Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by an arthrex subsidiary employee via (B)(4). That an (B)(4). Quickpass lasso coating came off the wire and the product became unusable. This occurred during use in a case with no patient effect. This case was completed by new product of same product number.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the lasso wire was damaged. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force being used when engaging the wheel.